Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in process.

Event description:
The customer experienced imprecise patient results for platelets (plt) while using the cell-dyn emerald analyzer. The following data was provided. Sid (B)(6) initial 6.0 k/ul, repeat using an unknown method 100 k/ul. Previous result was 27.0 k/ul (method and test date not provided). No impact to patient management was reported.

Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, instrument log review, and labeling review. No adverse trend was identified for the customer issue. Labeling was reviewed and found to be adequate. Log review of the patient data showed dispersional data alert flags for platelets (plt) and l3 flag for white blood cells (wbc). Review of the data flagging and other hematology parameters indicated insufficient specimen mixing or a specimen integrity issue may have occurred. The cell-dyn emerald operators manual recommends to follow your laboratory review criteria, which may include review of a stained smear to verify the result and to check for the presence of any additional abnormality. Based on all available information and abbott diagnostics evaluation, no systemic issue was identified and no product deficiency was found.